Event description:
The customer, a syncardia authorized distributor, reported that the freedom driver exhibited a fault alarm while supporting a patient. There was no reported adverse patient impact. The patient was in the hospital in bed because of raised body temperature, with good blood pressure, and normal fill volumes and cardiac output values. The customer also reported that the patient was subsequently switched to a backup driver.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.

Manufacturer narrative:
Alarm history data file review found one new alarm recorded in the driver's alarm history. This fault code can be caused by a malfunction of the piston cylinder assembly (pca), damage to the a sensor on the main pcba, or during driveline disconnection (such as during driver change out). Only permanent fault alarms are recorded in the driver's alarm history. Visual inspection of internal and external components found no evidence of damage or abnormalities. The driver passed incoming inspection testing. Observation run testing was performed but no alarms occurred and no device malfunction was found. Failure investigation was not able to reproduce the reported fault alarm and there was no evidence of a device malfunction. The root cause of the customer-reported alarm could not be determined. The investigation confirmed the reported fault alarm based upon the alarm history file review, which found one new fault alarm recorded. This fault code can occur as a result of driveline disconnection, which could occur during a driver switch. As no other evidence of a device malfunction was found, this is the most likely root cause of the fault alarm. The circumstances that led to the initial alarm prompting the patient to switch to a backup driver cannot be determined based upon evidence and information provided. The investigation found no evidence of a device malfunction. (B)(4) follow-up report 1.